Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 04/30/2018, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient stated during the summer their skin was irritated with water blisters and was itchy. It was indicated that the patient went to see a general practitioner (gp) and was prescribed cortisone cream. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.